Event description:
User alleges two events of blood spray into the eyes due to snapping the needle into the needle protection, causing the blood to spray. No treatment reported.

Manufacturer narrative:
Results evaluations codes: our investigation into this event is very limited as the user facility did not retain the needle used in this event. A review of our complaints database show no other reports on this device lot number of the finished good or the needle lot number. A review of the labeling reveals this issue is identified in our instructions for use: a review of the instructions for use reveals: and a work step "after procedure is completed, press the needle into the sheath using a one-handed technique by gently pressing the sheath against a flat surface." No corrective action has been assigned as this event is likely due to user error. This report has been logged for trending purposes.